Event description:
A (B)(6) in pediatric ICU requiring ECMO was started on a dopamine drip. After 2 minutes of running the drip, the brain of the alaris pump alarmed with a red screen that the module had failed. The module was exchanged immediately. The pcu was not removed because the pt was on other drips. The replacement chamber was functioning well. The issue was documented by biomed as "logic board failure." The module was sent to the manufacturer.